Manufacturer narrative:
The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. Additional contact information: (B)(6).

Event description:
The incident was reported by (B)(6). The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch there was small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.